Manufacturer narrative:
Additional information received by the site stated that there were no obvious signs of damage to controller and that it had not been dropped. There were also no alarms associated with the event and the controller exchange resolved the issue. It was also stated that the patient was fine. One controller was returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the device in relation to the reported event. Review of the manufacturing documentation confirmed that the associated device met all requirements for release. The reported event was confirmed via visual inspection. Analysis of the device revealed that the device failed to meet specifications; the device failed visual inspection due to the ports 1 and 2 connectors being found loose from the controller housing with the o ring gasket displaced. The confirmed malfunction is related to the reported event. Root cause: a possible root cause of the loose connectors may be attributed to a shift in the manufacturing process; however, (B)(4) is still investigating this issue. Additional information received stated that the connect port may rotate or move outward, but it will not recess into the controller case. This failure will not interfere with connection of the driveline or power sources to the controller connection port. It may result in user annoyance and will not affect the function of the pump. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. The instructions for use (IFU) and patient manual include information on for effective controller and power management and a quick reference guide for alarms including potential causes and actions to take. Additionally there is a warning to keep spare, fully charged batteries and back up controller available at all time. The steps for exchange of devices are also outlined. The IFU warns that if there is a controller failure, the controller should be switched to the back-up controller. It further warns that damaged equipment should be reported to the manufacturer and inspected. The controller is available for return, but has not yet been received. A supplemental report will be submitted when the manufacturer's investigation has been completed.

Event description:
It was reported that "both ports are loose" on the controller. Patient underwent an elective controller exchange and it was stated that there were no "effect on patient and they tolerated exchange well. No additional information provided. Investigation is ongoing.